Event description:
The customer reported that the insulin pump alarmed motor error during basal. Troubleshooting was performed. The device was not exposed to an MRI. Assisted the caller to run the displacement and self test and they passed. Days later, the customer called back and reported that the device alarmed an error during the manual prime test. The customer's blood glucose reading was 237mg/dl. Advised the caller revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with currents within specifications. The device alarmed an error during the basic occlusion and prime test as a result of a loose drive support disk. The motor passed the motor test, and no motor error alarms noted.